Manufacturer narrative:
The complaint investigation for a non-reactive result for five patient samples tested with the alinity I syphilis tp assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of retained kits of lot 18329be01. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 18329be01 and the complaint issue. A retained reagent kit of lot 18329be01 was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent, lot 18329be01 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21.

Event description:
The customer reported (B)(6) alinity I syphilis results on 5 patients compared to two other methods. The results provided were: (B)(6). There was no reported impact to patient management.